Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of the detached part was then pushed out into the colon and was retrieved using rat tooth forceps

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted to treat a malignant colonic obstruction during a colonic stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the wallflex colonic stent was successfully deployed. However, when the nurse re-sheathed the delivery system, the outer tube got stuck in the working channel of the scope and the clear outer sheath broke off. The detached part was then pushed out into the colon and was retrieved using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 was updated based on the additional information received on october 6, 2025. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of the detached part was then pushed out into the colon and was retrieved using rat tooth forceps.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted to treat a malignant colonic obstruction during a colonic stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the wallflex colonic stent was successfully deployed. However, when the nurse re-sheathed the delivery system, the outer tube got stuck in the working channel of the scope and the clear outer sheath broke off. The detached part was then pushed out into the colon and was retrieved using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event. ***additional information received on october 6, 2025*** it was reported that the stent was implanted in the sigmoid colon.